Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring proximately .166 x .226 and .071" x .160 were not returned with the instrument. The root cause of broken instrument main tube is typically attributed to mishandling/misuse. A review of the provided image is consistent with the complaint of " the instrument was disconnected from the shaft and wrist".

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip-up fenestrated grasper was disconnected from the shaft and wrist causing the inability to move and remove. The entire port was removed. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragment was found. The cause of the breakage was the collision with other instruments. The surgeon was surprised because the collision was not so strong.